Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic cholecystectomy, the screen intermittently lost connection for 10¿20 seconds before coming back online. Each time the connection comes back, white balancing was required before the procedure could continue. Additionally, the light would intermittently change in intensity and color, also requiring white balancing. Initial actions taken included fixing, disconnecting, and reconnecting the camera head and hdmi port, as well as restarting the system. This fixed the issue temporarily. When the issue recurred, the camera head was replaced, which appeared to resolve the issue for the remainder of the procedure. No surgical delay reported other than a few minutes to swap the camera head.

Event description:
It was reported that during a laparoscopic cholecystectomy, the screen intermittently lost connection for 10¿20 seconds before coming back online. Each time the connection comes back, white balancing was required before the procedure could continue. Additionally, the light would intermittently change in intensity and color, also requiring white balancing. Initial actions taken included fixing, disconnecting, and reconnecting the camera head and hdmi port, as well as restarting the system. This fixed the issue temporarily. When the issue recurred, the camera head was replaced, which appeared to resolve the issue for the remainder of the procedure. No surgical delay reported other than a few minutes to swap the camera head.

Manufacturer narrative:
Alleged failure: loss of image. Confirmed failure: deformed rear enclosure , endo clamp too tight , leak due to cut cable/replace cable. Probable root cause: - faulty solder joints in video path - faulty prism board or connectors - faulty xboard or ch cable connectors - break in ch cable core - faulty hdmi cable - faulty ccu power supply - internal ccu cable failure - power and/or communication - improper/no fuse installed - ac inlet board - main board - video processor - digital board - fpga - transition board - coax connector - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - poor system grounding - improper ccu timing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.